Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified bd needle leaked. The following information was provided by the initial reporter: "it was reported that the medication was leaking out of the needle, into the cap. Event description per attached email states: a report was received by patient support manager on 06-aug-20: on (B)(6) 2020 patient stated that after placing needle the dosing syringe into the grey cap and when turned upside down the she saw air bubbles go up and the medication started leaking out the needle into the gray cap. Patient request for a product replacement."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd needle leaked. The following information was provided by the initial reporter: "it was reported that the medication was leaking out of the needle, into the cap. Event description per attached email states: a report was received by patient support manager on 06-aug-20: on (B)(6) 2020 patient stated that after placing needle the dosing syringe into the grey cap and when turned upside down the she saw air bubbles go up and the medication started leaking out the needle into the gray cap. Patient request for a product replacement."